Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a ventricular lead warning. The ventricular lead impedance had been trending down and had been low for the last 2 years. The caller reprogrammed the lead to unipolar because threshold was better. The lead is still in use. No patient complications have been reported as a result of this event.